Manufacturer narrative:
The cause of the priming problem was not determined due to no product returned to review potential damages, this issue unable to diagnosed solely through log review, and insufficient clinical details. Corrected information provided in d3 (manufacturer fax).

Event description:
It was reported that a patient implanted with an impella pump experienced an air in purge alarm. The cassette was replaced to resolve the alarm. Two days later the alarm repeated and the cassette was changed again. The patient was in stable condition. The representative reported two more purge cassettes encountered air in purge alarm. Two purge cassettes have already been reported and the related report numbers were added. It was confirmed that four cassettes experienced similar issues. However, not all were able to be retained. The retained cassettes have been returned. The issue was resolved by replacing purge cassette and reeducating the staff on proper steps when changing purge fluid bags to reinforce the need to follow the prompts exactly to avoid error occurring.

Manufacturer narrative:
B3 the exact date of event is unknown. This is one of five related reports. This report represents the third cassette and other reports were submitted to represent the other three cassettes and the automated impella controller. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.